Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37 and the insulin was not exiting.. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884. Customer reported receiving a pump error during load reservoir/fill tubing process. Customer was able to clear alarm and connect a new infusion set to the existing reservoir and manually push insulin out while disconnected. Pump did not alarm when re-attempting prime process and error table did not indicate pump replacement is needed. No further patient complications were reported. No product return is required for mmt-1884. Frn-mmt-332a-rsvr,unomed inf set.

Manufacturer narrative:
Unit passed the self-test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to re-occurring pump error 37. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Pump was cut to perform visual inspection and found no evidence of moisture damage on the electronic assembly, motor, or force sensor. Pump error 37 occurred on 05/04/2024 13:55--14:28 and 07/17/2024 8:48 in history files. No no delivery alarms were found on event date in history files. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Unable to confirm no delivery alarm due to re-occurring pump error 37. Pump error 37 is confirmed due to motor anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.